Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment along the side, from the top to the bumper, and from the case seal to the bumper. The pump was opened to find no moisture. Unrelated to the original complaint, the ok button was over responsive with all other keypad buttons responsive to user input. No physical damage was found to the keypad. The keypad was removed to find the ok button contact to be cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.